Manufacturer narrative:
The meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed performance testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2024, a reporter from a hospital contacted lifescan (lfs) japan, alleging that the onetouch verio vue meter read inaccurately high compared to a laboratory method. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that on (B)(6) 2024, at around 1:00 pm, a patient who was undergoing dialysis as an outpatient was brought to the emergency department with a decreased level of consciousness. As hypoglycemia was suspected, the patient¿s blood glucose was measured with the subject meter and since the measurement value was normal at ¿109 mg/dl¿, it was decided to hospitalize the patient and they were sent for other tests. At this point, only intravenous fluids were administered, and no glucose or insulin administration was performed. 1 hour later, a laboratory blood glucose result of ¿39 mg/dl¿ was received and glucose was administered, and the patient began to regain consciousness. The reporter stated that if hypoglycemia had been detected at the time of the first blood glucose measurement, it could have been treated on the spot and hospitalization may not have been necessary. At the time of troubleshooting, the cca determined that the unit of measure was set correctly and that an approved sample site was used for testing. A replacement product was provided. This complaint is being reported because the patient reportedly required hospitalization after treatment was delayed due to an alleged inaccurate high result with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.